Event description:
On 1/15/98, blood was noted in the gas line. The surgeon was notified and the balloon was removed. A second balloon was not inserted. The pt is in stable condition. (On 1/21/98, datascope also rec'd the mandatory medwatch form from the dist; uf/dist report number: 2026191-1998-0002). The iab was never returned to datascope for eval. [Event complications]: none from the event-reported 1/21/98. [Pt's current status]: stable-rpt'd 1/21/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 5/12/98).